Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The expiration date was unknown. Event: subsequent follow-up with the customer, additional information was received. The reporter stated that the suture was no longer in the inserter and that a ¿pop¿ was felt when the arm was abducted. The reporter also stated that he was unsure of the quality of the suture once the repair was compromised. The complaint device is not available for physical evaluation, as it has been implanted. However, photos were provided in order to assist with the investigation for this case. The complaint can be confirmed. The photo depicts the anchor embedded in the bone hole, and a portion of the proximal end of the anchor is broken off. The new product development (npd) engineering manager was consulted for further insight into the reported failure. The available design control documentation capturing the suture loading capability was reviewed for this product. From the suture bridge failure data, the evidence shows that the suture itself will fail before the suture bridge component on the anchor breaks. Since it was mentioned that the suture broke when the surgeon abducted the patient's arm, it is possible that there was excessive force being placed on the suture between the abduction and the surgeon tensioning the suture which could result in the suture breakage. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a rotator cuff repair procedure, the 4.5mm healix advance anchor with orthocord broke at the eyelet. The sales representative stated that the surgeon abducted the arm and heard something pop when this occurred. This resulted in the release of the tendon from the anchor. The anchor was left in the patient. The case was completed with another anchor with no patient harm. There was a fifteen minute delay to complete the case. This is report 1 of 1 for (B)(4).